Event description:
During the case hysteroscopy, d&c dilation and curettage ablation, laparoscopic lysis of extensive adhesions, right ovarian cystectomy, left salpingoophorectomy, the ligasure blunt tip laparoscopic sealer device would not open after a short period of usage. A new disposable device was opened and used by the surgeon without problems. No harm to the patient.